Manufacturer narrative:
Qn# (B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed with a potentially relevant finding. A nonconformance was initiated only as a general nc to temporarily allow certain finished good part numbers to be packaged with additional gauze in order to better secure medication ampules in the inner tray. Not relevant to this complaint. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the outer tray and kit with no relevant findings. The potential cause of this complaint could not be determined based upon the information provided and without a sample.

Event description:
It was reported that the needles are dull, the catheter is flimsy and unable to thread. Also, have had plastic cracked and vials broken inside with one instance they opened 3 kits to get everything they needed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the needles are dull, the catheter is flimsy and unable to thread. Also, have had plastic cracked and vials broken inside with one instance they opened 3 kits to get everything they needed.